Event description:
The customer reported an "equipment disabled: therapy" message. No patient involvement was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an "equipment disabled: therapy" message. No patient involvement was reported.